Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/01/2020. Additional h3 investigation summary: it was received for analysis an empty labeled winding former and an used needle-suture piece of product code vr916, lot pjcbrqe0. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut by the use of a surgical instrument could be observed. Additional, per the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Device return status/follow up: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on (B)(6) 2020 and the suture was used. It was also reported that the suture was broken shortly after starting suturing. There were no adverse patient consequences reported. No further information is available.